Manufacturer narrative:
Concomitant medical product: 2411-36 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing portion of the right ventricular (rv) defibrillation lead had fractured. The lead was extracted. No patient complications have been reported as a result of this event.